Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2012-03546. The pt received 2 scs leads with different lot numbers. It was reported, the pt is not receiving effective stimulation. A sjm representative was unable to resolve the issue with reprogramming. X-rays were taken, lead migration was not identified. The physician believes the issue is unrelated to the scs system. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.